Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of device memory found the device (recorded a battery depletion alert on (B)(6) 2019 and reached end of life (eol) battery status on (B)(6) 2019. Visual inspection noted electrocautery marks on the left edge of the device case. The device case was removed to facilitate inspection of the internal components. Visual examination of the interior identified no anomalies. Detailed analysis identified an internal battery short that resulted in the observed depletion. Note that the sq-rx (model 1010) s-ICD is the only boston scientific device manufactured with a battery potentially susceptible to this particular issue. The sq-rx device is no longer manufactured; the current generation of s-icds contain a different battery (manufactured by boston scientific). This device was included in the november 2018 sq-rx model 1010 pg shortened replacement interval advisory population.

Event description:
It was reported the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted for reported normal battery depletion and returned for analysis. There were no field allegations against the s-ICD. Testing by out post market quality assurance laboratory noted a performance issue upon testing.